Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips were requested for investigation however, no product has been received a this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter alleged inr results from coaguchek xs meter with serial number (B)(4) contributed to a tia event on (B)(6) 2018. The patient's therapeutic range prior to the event was 1.5 - 2.0 inr. Following the event on (B)(6) 2018 the patient's therapeutic range was changed to 2.0 - 3.0 inr. Prior to the event, the patient was taking 10 mg coumadin monday, wednesday and saturday; the patient was taking 5 mg of coumadin all other days. At the time of the event, the patient had symptoms of facial droop, problems speaking, problems using the right arm and left side weakness. The patient was taken by ambulance to the hospital. By the time the patient arrived at the ER, her symptoms had improved. A head CT was performed with results of "small vessel ischemic changes with no acute findings." It was determined the patient had not suffered an acute stroke. The patient was admitted for ongoing observation and evaluation by the cardiology department to determine if the patient's therapeutic range should be raised to 2.0 - 3.0 inr. The patient's result from the hospital laboratory on (B)(6) 2018 at 9:05 p.m. Was 1.4 inr. The patient's coumadin was continued as she was subtherapeutic. The patient was started on lovenox (120 mg/0.8 ml every 12h). On (B)(6) 2018 the results from an electrocardiogram were normal. On (B)(6) 2018 the results from chest x-rays were "cardiac silhouette is enlarged. Sternotomy wires. Left-sided pacemaker. No pulmonary edema. No airspace disease in the lungs. No pleural effusions. No pneumothorax.." On (B)(6) 2018 the result from the hospital laboratory was 1.5 inr. On (B)(6) 2018 the result from the hospital laboratory was 1.7 inr. On (B)(6) 2018 the result from the hospital laboratory was 1.9 inr. The patient was discharged on (B)(6) 2018; her therapeutic range was increased to 2.0 - 3.0 inr since she has atrial fibrillation. No inr results from the coaguchek xs meter were provided prior to the event on (B)(6)2018, however, it was noted that the patient required anti-coagulation with inr levels between 1.5 and 2.0 but there had been difficulty maintaining those levels and results had been below 1.5 inr and 1.3 inr.